Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit displayed system failure 14 trigger.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and confirmed unit was alarming "power up test fails code #14". As per service manual scroll compressor needs to be replaced. He replaced the scroll compressor and performed 5k pm, completed all functional testing and calibrations, unit passed all test and is now ready for clinical use.